Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 22gax1.00in prn slm npvc - separation adapter from tubing the CT lab reported that a gasket had fallen off during use at the xiangma.